Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior. Two kinks were observed on the catheter tubing approximately 76.2cm and 73.7cm from the iab tip. The one-way valve was also returned. The optical fiber was found to be broken within a kink approximately 76.2cm from the iab tip. The innerlumen was found to be occluded. The occlusion was unable to be cleared. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. Complaint ID: (B)(4).

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during therapy the intra-aortic balloon had arterial line acquisition, fo sensor failure several days ago, clotted transducer. Patient¿s arterial line waveform on an axillary inserted balloon using a cardiosave. Axillary disclaimer given. No patient harm or injury reported.